Manufacturer narrative:
The product identity was confirmed in the evaluation. The bar was visually inspected and found to still be in the original packaging. There are no apparent signs of damage. The design form was reviewed and it was confirmed that the design was approved by the surgeon; therefore the complaint cannot be confirmed. The design engineer overlays a bar shape and a range of sizes onto a CT scan slice. The surgeon approves the shape and picks a bar size. The most likely underlying cause of the complaint is customer preference. The instructions for use states, ¿the surgeon is to be thoroughly familiar with the implants and the surgical procedure prior to surgery. The correct selection and placement of the implant is important. Preoperative planning to determine the most appropriate size and final position of the implant is required.¿

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The device evaluation is in progress, a follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported the bars were too flared at the ends. The issue was discovered during an inspection a few days before the surgery was scheduled. A new bar was manufactured and used to complete the surgery successfully.